Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that there were loss of prime warnings. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Correction to serial #.

Manufacturer narrative:
Follow-up #1: date of submission 10/04/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/08/2016 with the following findings: the pump¿s black box data from the date of the event had been overwritten due to continued use of the pump. The pump was able to perform the rewind, load cartridge, and prime steps with no issues. The pump¿s force sensor was found to be within calibration. The pump was exercised for 24 hours with no loss of prime warnings observed.